Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported, "after insertion of a tl implant in the l5-s1 disc space, placement was confirmed with x-ray and noted the implant was not in good alignment. The surgeon attempted to remove the implant with both the straight and angled inserter. Both of which slipped off the implant. The surgeon ended up using a kocher to remove it and that damaged the implant. The surgeon insisted that stryker not charge the hospital for this implant since it had to be damaged to remove it. He used another implant of the same size and placed it correctly. The surgeon noted that the implants felt a little loose on the inserters."